Event description:
It was reported that, during patient use, a 840 ventilator generated an error message. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The filter heater was replaced as a preventive measure. The ventilator passed self-testing.

Manufacturer narrative:
Device evaluation: added evaluation information to per completion of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
The exhalation (filter) heater was returned to medtronic¿s product analysis laboratory. A visual inspection of the returned part found no anomalies. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned part.